Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken at 10 mm from the tip. There were scratches around the broken part. Upon checking the fractured surface, it was found that the fracture originated from the scratch. There was a scratch on the handle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, at the beginning of a therapeutic laparoscopic cholecystectomy procedure, the incision performance of the device deteriorated. Subsequently, the probe broke off. The broken piece was retrieved. The procedure was continued to completion without the use of the device and by using only forceps and electrosurgical unit. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) hard tissue, such as bone or calcified tissue, or metal clips, staples, or other surgical procedures. Ultrasonic waves were output while the probe and the gripper were sandwiched. Between the device and the probe, and the probe and the gripper were scratched. 2) since the ultrasonic wave was continuously output in the state of "1", a load was applied to the probe, and cracks were generated from scratches. 3) some load was applied to the probe and it broke. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the probe tip, the tissue pad, and the grasping section of the sonicbeat instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of coagulating, coagulating/cutting, sealing, or sealing/cutting performances. To avoid such an event, be sure to prepare a spare sonicbeat instrument, torque wrench, stabilizer, and transducer.¿ olympus will continue to monitor the performance of this device.